Manufacturer narrative:
Product ID 8709, lot# l54770, implanted: 1998 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) needed to decrease the patient¿s dose due to ¿respiratory failure issues¿. The last programming update was on (B)(4) 2013, so there were no recent refills or changes to the intrathecal dose, but they were trying to rule out causes for the respiratory issues and wanted to start with a dose reduction. The device system was used to deliver bupivacaine and morphine. Additional information was requested but was not available at the time of this report.